Event description:
Reporter stated that patient's capillary blood glucose was measured, on the inform ii system, with a result of greater than 4.0 mmol/l (exact value was not provided). Patient's venous blood glucose was reportedly retested, on a laboratory instrument, with a result of 2.3 mmol/l. No treatment based on the inform system ii result was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Customer reportedly received the following results on the compact plus customer reportedly received the following results on the compact plus system within 10 minutes: 83 mg/dl, 15 mg/dl, and 88 mg/dl. No actions system within 10 minutes: 83 mg/dl, 15 mg/dl, and 88 mg/dl. No actions taken based on device results. No adverse event reported. Requested taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent. Return of suspect device and replacement was sent.